Event description:
Rv bipolar impedance 8887 ohms (boston lead), suggestive of loc or t-wave oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).